Event description:
It was reported that: the float inside the rotameter delivering fresh gas to the patient was blocked. The patient desaturated and began to 'wake up' as delivery of oxygen and anaesthetic agent was restricted. The patient was anaesthetised using intravenous medication and ventilated with an auxilliary oxygen supply via a self-inflating bag. No injury reported.

Manufacturer narrative:
The investigation is ongoing. Relevant components were requested for investigation, but not yet received. The investigation results will be reported in a follow up report.